Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.